Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's right hip was revised for instability. No cause or contributor of instability was reported to the rep. A +2.5 c-taper cocr head and poly liner were revised to a 28 +0 biolox ceramic head with sleeve and an adm/mdm liner construct. Rep reported that no further information will be released.